Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the biliary duct, the device failed to bow. The physician completed the procedure with a second device and the pt was reported to be "fine".

Manufacturer narrative:
Additional info was received from the user facility, the event took place sometime in the two weeks prior to the event being reported to the MFR. The exact date was not disclosed.